Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump returned for scratches in display lens. Visual inspection confirms customer complaint. The pump returned for moisture damaged, pump failed leak test through a leak in the display lens seal. With pump opened no evidence of moisture damage was apparent in pump when taken completely apart. The battery compartment is cracked. The crack is from the case seal towards the grip. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (damaged w/ moisture) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.